Event description:
The consumer stated that her tampon broke in half upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. A visual inspection of 3 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.